Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated that they had drifting qc recovery but the qc was within range prior to the event. The field service engineer changed the entire ise module. An ise check, calibration, and qc were performed and they were acceptable. The service actions (replacing the ise module) resolved the issue.

Event description:
We received an allegation of questionable ise results for an unspecified number of patients' samples tested on a cobas pro ise analytical unit when compared to a different analyzer. Results for the sodium (na) test were affected. The questionable results did not fit the clinical condition of the patients. As an example, discrepant results for 1 patient sample were provided with approximate values. The exact na values were not provided. Initial result: 150 mmol/l. Repeat result: 140 mmol/l (tested on another analyzer). The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.